Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and a battery out limit alarm. The customer¿s blood glucose was 379 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump alarmed battery out limit and unable to clear the alarm due to esc and act buttons were unresponsive. Customer's parent also reported that the customer works in a water park and the insulin pump has been exposed to moisture. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.